Manufacturer narrative:
Evaluation of the returned product confirmed the reported issue; if the sensor cable is moved while unit is on hold, the alarm will sound continuously. If sensor cable is left alone while unit is on hold, the unit will remain on hold mode as it should. Battery springs are bent and a pin in the rj-11 receptacle is out of position inside the sensor port. A portion of the aqualert water indicator label is missing. (B)(4).

Event description:
Customer reported when the alarm is placed on hold mode, the alarm continues to sound. Batteries have been replaced with a new supply. Customer reported this was found during set up but did not provide the date when found. No pr incident or injury was reported.